Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. Reportedly, the patient ¿couldn¿t use [the] buttons¿ after swimming with the pump, and there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: there was no physical damage found to the keypad cover. All keypad buttons responded normally to button presses. The keypad cover was removed and no defects were found to the button contacts. There was no evidence of moisture found in the battery compartment. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed lines on the display screen and a crack in the pump casing. The pump was opened and there was evidence of moisture observed on multiple internal pump components.